Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: sedr01 implantable pulse generator 2009-(B)(6), 5076 implantable pacing lead 2009-(B)(6). (B)(4).

Event description:
It was reported that an electrocardiogram tracing showed the patient was having premature ventricular contractions (pvc) which the right ventricular (rv) lead appeared to be undersensing due to the subsequent pacing spike shortly after the pvc. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.